Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair with the use of rigidfix for fixation, a portion of the guide sleeve, approximately 1" in length, broke off into the patient's condyle and remains captured there in the bone. It appears that while trying to remove the guide sleeve from the bone, using proper technique and the proper tool, the head of the guide sleeve came off of the sleeve; at this point, the surgeon resorted to a pair of pliers to try and remove the sleeve to no avail; the surgeon turned to a pair of vise grips and a mallet in an attempt to remove the sleeve. The sleeve broke away from the bone; the surgeon made sure that none of the sleeve was sitting proud to the bone, and, as he was unable to retrieve the 1" fragment, he left in the bone. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.